Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in colonoscopy on (B)(6) 2022. According to the complaint, during the procedure, the clip was stuck on sheath after being fired onto tissue. It was noted the procedure was completed with another resolution 360 clip device. There were not patient complications reported as a results to this event. The patient condition at the end of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. No product returned.